Manufacturer narrative:
Concomitant medical products: persona ps articular surface right, catalog # 42521400510, lot # 62040359, persona cemented femoral component, catalog # 42500006402, lot # 61979157, persona all poly patella, catalog # 42540000035, lot # 42540000035. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It has been reported that the patient is experiencing pain and discomfort about and below the knee cap. The knee is also not bending properly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event could not be confirmed concerning the tibial component. Review of the x-rays provided by private hcp indicates that radiolucency is seen within the patella bone cement interface as well as the anterior femur cement hardware interfaces on several images. Lucency at the patella progresses and is most prominent in x-rays one year post-operatively and appears to involve the entire patella. Lucency at the cement hardware interfaces of the anterior femur is most prominent in x-rays two months post-operatively. On the other images, patient obliquity likely limits evaluation. Alignment, fit in size of the implants is appropriate and bone quality is adequate. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per package insert for the persona¿ personalized knee system, pain and poor range of motion are some of the known adverse effects of total knee arthroplasty. However, without the opportunity to examine the complaint product, the root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00406, 0001822565-2017-08709, 0001822565-2017-08708. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.